Event description:
According to the information received, approximately two months post-operatively, the patient presented with chest pain. The graft was noted to be 50% stenotic from the connector extending distally for approximately 2 cm. A stent was placed with a "good result" and the patient was noted to be "fine".